Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the insulation on the jaws got chipped and a piece fell off. The piece was retrieved successfully. New device was used to continue. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.